Event description:
It was reported eight months post vena cava the patient was diagnosed with pe and dvt and the patient had a failed removal attempt. Furthermore, the filter tilted, migrated, detached, and embedded. Nine months post vena cava filter deployment, the filter perforated. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the ivc wall, tilted and embedded in wall of the ivc and struts detached and retained in unknown body location. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced pe post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical record was provided and reviewed. Approximately, two months post filter deployment, there was an atrial thrombus identified in the patient. Approximately eight months later, filter retrieval was attempted. Inferior vena cavogram showed posterior tilting of the ivc filter with hook embedded in the top of the left renal vein which could not be freed despite forceps manipulation, loop snare technique, balloon angioplasty technique. Two filter legs were inverted after the procedure terminated but the integrity of the filter was intact and still appeared functional. When compared to 21-apr-2017, the filter had migrated and tilted into this position. Approximately, one year later, CT revealed the filter tines appeared to project posteriorly to the wall. Therefore, the investigation is confirmed for filter tilt, filter migration, retrieval difficulties and material deformation. However, the investigation is inconclusive for filter detachment, pe post implant and perforation of the ivc. Based on the provided medical records, there is no clear evidence to confirm for perforation of the ivc as it reported that the filter tines appeared to project posteriorly to the wall. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the apex of the filter using snare, balloon angioplasty and forceps but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical record was provided and reviewed. Approximately, two months post filter deployment, there was an atrial thrombus identified in the patient. Approximately eight months later, filter retrieval was attempted. Inferior vena cavogram showed posterior tilting of the ivc filter with hook embedded in the top of the left renal vein which could not be freed despite forceps manipulation, loop snare technique, balloon angioplasty technique. Two filter legs were inverted after the procedure terminated but the integrity of the filter was intact and still appeared functional. When compared to 21-apr-2017, the filter had migrated and tilted into this position. Approximately, one year later, CT revealed the filter tines appeared to project posteriorly to the wall. Therefore, the investigation is confirmed for filter tilt, filter migration, retrieval difficulties and material deformation. However, the investigation is inconclusive for filter detachment, pe post implant and perforation of the ivc. Based on the provided medical records, there is no clear evidence to confirm for perforation of the ivc as it reported that the filter tines appeared to project posteriorly to the wall. Additionally, it can be confirmed that the patient experienced atrial thrombus post deployment. However, the relationship to the filter is unknown.per medical records, multiple attempts were made to engage the apex of the filter using snare, balloon angioplasty and forceps but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Device: 2907,2976 & 4001).

Event description:
It was reported eight months post vena cava the patient was diagnosed with pe and dvt and the patient had a failed removal attempt. Furthermore, the filter tilted, migrated, detached, and embedded. Nine months post vena cava filter deployment, the filter perforated. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the ivc wall, migrated to superior margin of left renal vein, tilted and embedded in wall of the ivc and struts detached and retained in unknown body location. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced pe post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc, filter tilt, filter migration, filter detachment, retrieval difficulties and pe post filter deployment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported eight months post vena cava the patient was diagnosed with pe and dvt and the patient had a failed removal attempt. Furthermore, the filter tilted, migrated, detached, and embedded. Nine months post vena cava filter deployment, the filter perforated. The current status of the patient is unknown.